Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a minimal delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the damaged teeth indicated contact with the cut guide. Contact with the cut guide could have caused the tabs to break off the blade. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a minimal delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.